Event description:
During validation testing, customer reported unexpected negative reactions with capture-r ready-ID (crrid) on the echo, when testing patient samples known to contain an htla, anti-c and -s, and anti-fya. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the c and s antigens was confirmed on retention crrs(3), lot r026. Reactivity of the s antigen on crrid, lot id101, was verified through lot release records. The product had expired since the time of the complaint. Reactivity of the fya antigen was confirmed on retention crrs(3), lot r026 and on retention crrid, lot id101. The customer's samples were received with 4+ hemolysis and therefore, were not tested on an in-house echo.the samples were tested in manual solid phase with retention crrs(3), lot r026 and exhibited various strengths of reactivity. The sample containing anti-fya was tested by tube hemagglutinaion tests with retention panoscreen I, ii and ii, lot 26710, using immuadd as the potentiator. Very weak microscopic reacivity was observed with fy(a+) reagent red cells at the indirect antiglobulin phase.